Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced audio beep anomaly and button error. The customer's blood glucose reading was 112 mg/dl. The customer mentioned that the buttons were unresponsive. The customer received a constant tone while driving. The customer changed the battery and the pump made a high pitch shrill. The customer stated that the tone did not disappear. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened b, escape, act, down and up button dome switches. Inspected the lcd connector and no unlocked connector noted. Unable to perform self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No unexpected noise, constant tone or high pitch shrill anomaly or audio beep anomaly noted. The insulin pump had minor scratched display window.